Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: siroforce no. (B)(4). Provided accessories: charging unit measurement cable no file clips delivered. Diagnosis: no fault found. Repair report: the device has been tested, no fault found. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a raypex 6 device malfunctioned, gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.